Event description:
During a clinic follow-up, a high pacing impedance and a loss of capture were observed on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.